Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast surgery with mentor memorygel, 450cc silicone breast implants which report, indicated that the doctor confirmed through the pathology report that patient right breast has alcl. Later they reported patient's diagnosis has now been confirmed by the oncologist to be cll/small cell lymphoma, the patient does not have alcl. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.